Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: 8255616. It was reported: that the consumer has had frequent issues with product leaking.

Manufacturer narrative:
H.6. Investigation summary: two samples received for investigation, one empty package without syringe and one syringe. Leakage test was performed, there were no defects, the results were compliant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8255616. It was reported: that the consumer has had frequent issues with product leaking.